Event description:
(B)(4) sales rep was performing a workshop session. During this session, it was observed that the bolt of the fragment control clip jammed and that one bolt is loosen. A replacement was not available. Therefore, the workshop has finished.

Manufacturer narrative:
Eval summary: the returned device matched the report, and the event was confirmed. The review of the mfg documents revealed no discrepancies. The device was documented as faultless prior to distribution and has been in use for more than 5 years. Thus, it can be assumed it had fulfilled its tasks in former surgeries as intended. Design improvement has been initiated.